Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, a arterial and venous reference sensor test failure message occurred. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed the service repair technician (srt). The srt found during investigation of this complaint, that there was heat warping and slight charring on the connection between light emitting diode (led) and auxiliary boards on the blood parameter monitor (bpm). The srt replaced the hematocrit saturation module (h/sat), the arterial bpm, led card, venous bpm and led card and the auxiliary board. The srt installed level one and level two updates. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.